Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 390mm thoracic aortic dissection. The pa tients proximal thoracic aortic diameter was 28mm. It was reported that during the index procedure on the final angiogram, contrast medium was observed in the false lumen of the dissection. The event has not been resolved. As per the physician, the cause of the event is undetermined but potentially due to graft porosity or a manufacturing defect. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation summary; the exact source and cause of the false lumen perfusion reported at final angiogram could not be determined from the limited films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy, and complete images during implant were also not available. A single short (5 second) video during an angiogram at implant revealed that 4-5 cm¿s from the stent graft proximal margin, contrast blush was seen coming from stent graft, along the outer curvature and was likely filling the dissection. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Pending patient monitoring to verify if the endoleak self-resolved; thereby likely confirming the type IV endoleak. Additional information received on this case reported that the type of observed endoleak from the index procedure could not be determined. A CT was performed three days post surgery and thrombosis of the false lumen of the dissection was observed. If information is provided in the future, a supplemental report will be issued.